Event description:
While obtaining a specimen from foley port with vacutainer device, port came off with device. Foley needed to be changed due to break in integrity parts saved. Mailed to medline via fedex trk# [redacted number]. Manufacturer response for urinary catheter, select silicone closed system with silicone foley catheter (per site reporter).